Manufacturer narrative:
No product has been returned for evaluation. As per customer no further assistance is required. Should new information becomes available a follow up MDR will be submitted.

Event description:
Received information stating patient had high bg's (352 mg/dl). The patient was given manual injections of insulin to resolve the reported issue.